Manufacturer narrative:
(B)(4). This complaint is related to emdr # 828100-2015-01043. The reported complaint was confirmed. The fsr installed a new analog to digital (a/d) timer printed circuit board (pcb). The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, upon switching the cooler heater unit on, the "service" light on the front panel also turned on and is staying on. There was no patient involvement.